Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 400 mg/dl. Customer does not wish to troubleshoot for high blood glucose. Customer stated that, the issue was that the sensor not found after inserting sensor into body. Customer stated that, the site is actively bleeding. Instructed customer to apply firm pressure for approximately 3 minutes with a clean gauze until bleeding stops. Customer states blood is visible on the sensor connector. Customer reported that, there were no led light flashing on charger. Customer advised to monitor blood glucose and to call back if issue happens. The device will not be returned for analysis.